Manufacturer narrative:
Although the tibial component was implanted, however, the small fractured fragment was returned for evaluation . Complaint sample was evaluated and the reported event was confirmed. A fragment approximately 7mm long was returned, sem/eds analysis confirmed the material was within specification. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, while the articular surface was being inserted onto the tibial tray, a fragment of the tibial tray fractured off and was removed from the patient's wound. The tibial tray remained implanted as the cement had already hardened. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the tibial component was found fractured during insertion of the articular surface. The product remains implanted, as the cement had hardened prior to the acknowledgement of the broken product. No adverse events have been reported as a result of the malfunction.